Event description:
It was reported that during the laparoscopic hand vaginal hysterectomy procedure the first and second device would not fire completely, but would close. The case was completed with a third device. There was no patient consequence was reported.

Manufacturer narrative:
Evaluation summary: two devices were returned for analysis. Both devices were returned with the firing mechanisms damaged and with no cartridge present. The devices were disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test was performed. It should be noted that a 100% inspections take place during mfg to ensure the device meets the required specifications. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted. Additional device information: expiration date 10/2010. Other: batch # a5cm2. Manufacturing date:11/2005.